Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the installation of a non-olympus lamp was confirmed. The definitive root cause of the scope recognition issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿non-olympus equipment can cause instability of the automatic brightness adjustment.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (not picking up some of the scopes) was not confirmed. Additional evaluation findings were as follows: the front panel mouth was cracked, the front panel and bottom chassis was rusted, the worn out socket slider switch caused intermittent use of high intensity mode, there was dust and corrosion on the scope socket, and the lamp output was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that when using an evis exera iii xenon light source, there were connector issues that were not picking up some of the scopes. There was no patient harm associated with the event.